Manufacturer narrative:
(B)(4). Investigation: the operator saw cherry red plasma in the channel and plasma line. The operator paused the machine. The operator decided to start the run again and the plasma separated clear and yellow. The system was in algorithm control. The caridianbct clinical specialist discussed the possibility that a spillover caused the alarm due to an incorrect hematocrit. The operator increased the hct from 30 to 33 when the alarm occurred. The operator finished the procedure w/o any problems. Root cause: the root cause was undetermined, but was most likely due to an incorrect hematocrit as the operator was able to clear the alarm, achieve a good interface, and complete the procedure w/o further issues. This disposable set was unavailable for specific root cause analysis by caridianbct quality assurance. Conclusion: operator error caused this incident.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: about 65 minutes into the procedure, the rbcs in plasma line alarm occurred. No safety issue occurred, nor was alleged to be likely to occur.